Manufacturer narrative:
This is a final report. The medical event was related to a calibration training issue. There is no indication of a product malfunction. Therefore no investigation of the product is required. Two attempts were made to contact the customer for additional information without success.

Event description:
A customer called with a calibration training issue. The customer further reported on (B)(6) 2011 at 2-3pm he went into the backyard and experienced symptoms of dizziness and "had a brown out." The customer reported a loss of consciousness, although he denied any third-party medical intervention. The customer reported self-treatment, but no information on the type of self-treatment was provided. There was no report of death or permanent injury associated with this case.